Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue; further described as "connection difficulty between the solution bag and the cassette". This was observed before use for peritoneal dialysis therapy. No damage was noted between the connection of the supply line and the supply bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.